Manufacturer narrative:
On january 12, 2024, mentor received the following additional information: correct event date, patient's race and ethnicity, age at the time of event, and the impacted devices' serial numbers. These information have been appropriately populated. In addition, it was also indicated that no capsular contracture was confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 270cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered bilateral breasts that were too firm and dense. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. It was noted that a lot of scar tissue was removed. The replacement devices were: (left) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 9864450 sn: (B)(6) and (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 9864450 sn: (B)(6). This medwatch form is for the left breast prosthesis.